Event description:
During a ptca treatment procedure the maverick otw balloon would not inflate on the third attempt. (The number of atms reached on the initial two inflations is unknown). The lesion being treated was in an unspecified, but slightly tortuous coronary artery. The pt was asymptomatic during this event. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.